Event description:
It was reported that the burr became stuck with the wire. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). A 1.25mm rotapro and rotawire were selected for use. During insertion, it was noted that the burr was stuck with the rotawire and was unable to be used. The burr and rotawire were removed by removing the entire system. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.

Event description:
It was reported that the burr became stuck with the wire. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). A 1.25mm rotapro and rotawire were selected for use. During insertion, it was noted that the burr was stuck with the rotawire and was unable to be used. The burr and rotawire were removed by removing the entire system. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.